Event description:
It was reported that during service conducted at the manufacturer, a broken bur was found. It was also reported that there was no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The device was returned. The quality investigation is complete.